Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and attempted to load the racks and the errors reoccurred. Fse removed the front cover and performed an all-set -home and found the x1 blocking plate on the sample loader was facing the incorrect position. Fse resolved the complaint by adjusting the x1 blocking plate on the sample loader to the correct orientation. Fse repaired and validated the analyzer by successfully performing rack rotations, ran quality control without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 12may2022 through aware date 12jun2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2300) s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. (4171) s.loader-x1 home detect error cause: the home sensor s070 failed to be activated after the sample loader x1-axis moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s070 and pm070 for a possible malfunction. The most probable cause of the reported event was due to misalignment of the x1 blocking plate on the sample loader.

Event description:
A customer reported error messages ¿2300 s.loader step feed failure and 4171 s.loader-x1 home detect¿ on the aia-900 analyzer. The customer attempted to reboot the analyzer, but it did not work. Additionally, the customer stated no sample racks were inside the loader, and during the restart process the analyzer made audible noises. Technical support specialist (tss) instructed the customer to perform an all-set-home, but the noise was still present and the sample loader was not moving properly. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.